Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with elevated lactate dehydrogenase (ldh), splenic infarcts, lvad pump power elevations, and suspected pump thrombus with embolization. The patient was treated with high-intensity anticoagulation and antiplatelets, and was elevated on the transplant list. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was explanted on (B)(6) 2018. The plan was to exchange the lvad however during the exchange; it was discovered that the patient had a highly infected pump pocket. Due to the amount of infection, it was best to transplant the patient. The pump was disposed.